Event description:
It is reported that the broach locking connector broke off of the broach.

Manufacturer narrative:
(B) (4). Evaluation summary: as returned, the product conforms to print specifications with the exception of the missing connector pin. Potential causes of fracture of the rasp connector pin are misuse/mishandling, fatigue over the life of the device, manufacturing process defects, and flaws within the component material. Incoming inspections as well as in process and final inspections of parts make manufacturing process defects and flaws within the component material unlikely causes of this particular failure. Also, production records show product and process conforming. The device has a potential field age of more than 7 years. Overt misuse of the device could potentially cause failure of the broach in a much shorter period of time. The most likely cause of fracture of the broach connector peg is fatigue due to normal loading over the life of the device. As returned, the locking connector peg has fractured and is missing manufacturing documentation has been reviewed and nothing unusual was noted. Aside from the fracture, the device met print specifications where measured.